Event description:
It was reported that this patient underwent a surgical procedure for unspecified reasons to remove their previous unknown boston scientific penile prosthesis and replace it with a tactra malleable penile prosthesis (mpp). No patient outcome was reported. No further information is available at this time.